Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (447 mg/dl). The cause for the reported elevated bg levels was unknown; however, reportedly the customer is a "brittle diabetic". Customer administered a 12 unit injection prior to arriving at the emergency room, therefore no additional insulin was administered in the emergency room. The customer was treated through intravenous fluids while in the emergency room and released approximately 5 hours later. Upon being released from the emergency room the customer's bg level was 209 mg/dl.